Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The returned guide's trajectory aligned with the treatment plan per anatomage's standard tolerance. Upon review, the cbct scan was identified to have some movement which created some discrepancies; however, after adding block-out per the standard production process, the registration between the stone model and patient scan was determined to be passable. Additionally, per the quality analysis performed prior to shipment and the doctor's complaint description, the guide's fit was not an issue. The trajectory analysis determined that the largest deviation between the actual guide and the treatment plan was 0.3 mm distal at the apex for site 10 which is within the specification of 0.5 mm. Analysis of the doctor's treatment plan demonstrated that the site #7 implant was planned close to the adjacent root and that both implants were planned with some of the crest exposed, to be grafted after placement. The post-op scan was also submitted by the doctor to support the investigation. Although the scans could not be accurately aligned due to unique movement in the materials, the post-op scan analysis confirmed that the actual placement and trajectory of the implant deviated from the treatment plan. The printer used to create the guide mold and dental model was confirmed to print test models within specification per established preventative maintenance protocol. Therefore, the investigation concluded that there were no issues during the production of this guide.

Event description:
During guided implant surgery, the doctor perforated the palatal bone. Implants were placed at sites 7 and 10. The doctor grafted around the implant at site 7 and removed the implant at site 10. The doctor stated that the guide had fit fine.